Event description:
The customer reports during an unspecified procedure using an evis exera ii colonovideoscope with a competitor flushing pump, it caused the patient's mucosa to start bleeding. The customer uses simethicone in their water bottles. Additional details have been requested regarding the patient and reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Reported by the importer on MDR# 2429304 - 2022 - 00075. The device referenced in this report has been evaluated by olympus. Preliminary findings are reported . The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the user report t was not confirmed; no leak was found. The physical findings are : scratches on the distal end, cracked a-rubber glue, worn glue at the ob and lg lenses, a scratched insertion tube, scratches on the universal cord, and stretched angulation wires causing low angulation. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, since no further event details were provided by the user, a relationship between the device and the adverse event could not be determined. Also, there was no device nonconformity observed in the biopsy channel, suction channel, air/water channel, or auxiliary water channel. Therefore, the root cause could not be identified. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.